Manufacturer narrative:
Pr 12872580 follow up MDR for device evaluation: leakage was reported with use of several batches of bd syringes. A total of eight unused samples were provided for investigation. All products were thoroughly inspected, and no damage or defects related to leakage were observed. A comprehensive device history review was conducted for the reported lots. No deviations or non-conformances associated with the reported concern were identified during manufacturing. Products from these lots undergo multiple visual and functional inspections throughout production, including leakage testing, in accordance with established procedures. Review of inspection records confirmed that all products met specification. Leakage testing was performed on the returned samples, and no leaks were observed. Additional evaluation was conducted using six retained samples from each reported lot. Visual inspection revealed no abnormalities, and leak testing confirmed all samples were within specification. Based on our investigation and evaluation of both returned and retained samples, we were unable to identify a root cause for. The reported concern at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
It was reported: leakage. Entry description: unfortunately, the leakage, with single use, of various batches of bd plastipak 60ml luer-lok has occurred. (Leakage at the punch). These are the batches: 2411069, 2407124, 2411022, 2411067, 2504060, 2502116, 2504103. Response received on 03-sep-2025: we use the syringes exclusively for manufacturing in our hospital pharmacy, sterile laboratory/laminar air flow. They have been used to draw up aqueous solutions or fats (smoflipid) for neonatology. There is no patient contact, and the solutions drawn up are in no way toxic or dangerous. There is also no damage to third parties or end products. Item number: 300865 bd plastipak 50 ml luer-lok. The leaks have occurred more frequently since (B)(6) 2025.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.